Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuits were received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where they were visually inspected and analysed. Results: visual inspection of the returned complaint devices revealed that the evaqua2 limbs were discolored and broken off due to embrittlement.. Fourier transform infrared spectroscopy (ftir) analysis was performed and results show clear signs of hydrolysis. Hydrolysis can be caused by excess exposure to uv light. Conclusion: the embrittlement of the material, yellowing, and the ftir results support the conclusion that the most likely cause of degradation is exposure to uv light. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A regulatory body reported on behalf of a healthcare facility in the united kingdom that the expiratory limbs of 2 rt265 infant dual-heated evaqua2 breathing circuit were found deteriorated before patient use. There was no patient involvement.

Event description:
A regulatory body reported on behalf of a healthcare facility in the united kingdom that the expiratory limbs of 2 rt265 infant dual-heated evaqua2 breathing circuit were found deteriorated before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: expiration date added. Section d4: UDI details updated. Section g1: contact person updated to (B)(6). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuits were received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where they were visually inspected and analysed. Results: visual inspection of the returned complaint devices revealed that the evaqua2 limbs were discolored and broken off due to embrittlement.. Fourier transform infrared spectroscopy (ftir) analysis was performed and results show clear signs of hydrolysis. Hydrolysis can be caused by excess exposure to uv light. Conclusion: the embrittlement of the material, yellowing, and the ftir results support the conclusion that the most likely cause of degradation is exposure to uv light. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A regulatory body reported on behalf of a healthcare facility in the united kingdom that the expiratory limbs of 2 rt265 infant dual-heated evaqua2 breathing circuit were found deteriorated before patient use. There was no patient involvement.